Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Complainant did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the complainant responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Facebook complaint received: "my cousin had the lap band 10 years ago. It was the worst decision she could have made! She developed seizures from it and the doctor was avoiding her!! She had to retire from work and can no longer drive her car!!! The lap band is a death sentence!!!!"